Event description:
The customer reported: "while removing the plastic tunnel sheath, this broke, leaving 1cm of the sheath in the patient's vein. The practitioner had to cut off a piece of the sheath with a pair of scissors in order to finish extracting the sheath. Risk of gaseous embolism and risk of migration of the remaining piece in the blood circulation as a whole."

Manufacturer narrative:
Still under investigation at this time.